Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and the medial side condyle fractured off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined to misuse as the surgeon impacted the tasp. Surgical technique instructs to apply gentle pressure without impacting the tasp construct with either a mallet or hand. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during trialing, the device was struck with a mallet by the surgeon and fractured. The fractured fragments were removed from the patient's wound.